Event description:
The customer reported that the user felt a crack in the handle while activating the knife blade. The knife no longer worked after this occurrence. A new device was opened to complete the procedure and there was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.